Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023 a sample was collected from the patient. The sample was tested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This was reported to the physician. Due to the dual positive, customer retested the same original sample, which was kept at room temperature on xpert xpress cov-2/flu/rsv plus on (B)(6) 2023. This resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Patient was symptomatic and had chills, sore throat, headache, contact with someone who was positive for flu 5 days ago. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023 a sample was collected from the patient. The sample was tested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This was reported to the physician. Due to the dual positive, customer retested the same original sample, which was kept at room temperature on xpert xpress cov-2/flu/rsv plus on (B)(6) 2023. This resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Patient was symptomatic and had chills, sore throat, headache, contact with someone who was positive for flu 5 days ago.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from the same sample using xpert xpress cov-2/flu/rsv plus. On (B)(6) 2023 a sample was collected from the patient. The sample was tested on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov-2 positive; flu a negative; flu b positive; rsv negative. This was reported to the physician. Due to the dual positive, customer retested the same original sample, which was kept at room temperature on xpert xpress cov-2/flu/rsv plus on (B)(6) 2023. This resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This was reported to the physician. Patient was symptomatic and had chills, sore throat, headache, contact with someone who was positive for flu 5 days ago. This is a case where the initial test on 4plex plus was sars-cov-2 and flu b positive on initial testing and with only sars-cov-2 positive upon repeat. Coinfections can happen and depending on where the patient is on the disease process, the flu b might be tapering off with sars-cov-2 being in active disease. The high CT indicates that there's presence of the target in low levels and may be right at the limit of detection of the test. It may be due to sampling or where the patient is in the disease process. No known patient harm, no product malfunction. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.